Event description:
It was reported there were two lubrication syringes and no sterile water to inflate the balloon of the catheter.

Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the sample noted one opened foley tray. The tray was noted to have two lube syringes instead of one and missing one of the three water syringes. Per specification missing and incorrect components are out of specification. Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be incorrect clearance. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿1. Don¿t disconnect, pull on, or twist your catheter or the drainage bag tubing. 2. If you notice leaks in the system, notify your nurse immediately. 3. Keep the drainage bag below the level of your bladder at all times. Do not place the drainage bag on its side - always keep the bag in an upright position. 4. Do not empty the drainage bag yourself.* notify your nurse if the bag becomes full. *procedures may be different for home health patients." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported there were two lubrication syringes and no sterile water to inflate the balloon of the catheter.